Event description:
The consumer went to sit on the shower chair when the back left leg allegedly folded underneath, causing her to fall off the back of the chair onto the floor and break her tooth.

Manufacturer narrative:
Dealer contacted MFR stating user went to sit down and the rear leg folded up underneath her and she fell and broke her tooth. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. MDR filed based on alleged serious injury.